Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation. The investigator was unable to duplicate the customer's reported product problem. A cartridge was loaded and the device ran for an extended period of time without any problems.

Event description:
It was reported that the device was in use with patient for life-sustaining infusion for treatment of pulmonary arterial hypertension (drug name not provided). The reporter stated the device gave a "load cartridge" alarm even when cartridge was loaded. The reporter stated the patient switched to their back up device to continue infusion. No adverse effects to patient reported.